Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The basic occlusion test, occlusion test, and excessive no delivery alarm could not be performed due to the prime anomaly. No moisture damage was noted inside of the reservoir compartment or inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer was attempting to prime and was stuck in the prime loop. Customer noticed that there was insulin in the reservoir compartment. Customer's blood glucose level was 130 mg/dl. Customer was unable to exit the preparing to prime loop. Customer was disconnected. Customer stated that there was liquid in the reservoir compartment when she removed her reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).